Event description:
Adverse event(s): a posterior capsule tear occurred (capsular bag tear, posterior). Product problem(s): the tubing, it would not lock into place (fitting problem). The nurse reported when attempting to connect the tubing, it would not lock into place. Additional information received from the nurse stated a posterior capsule tear occurred. The surgeon did not perform an anterior vitrectomy. The iol was placed in the anterior chamber and the wound was sutured. The patient is doing well.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The cpc connector was replaced and sent for in-house evaluation. Preventive maintenance was performed. The system was then tested and met all product specifications. The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).